Manufacturer narrative:
510k: this report is for an unknown - nail head elements/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a proximal femoral nail was inserted for the femoral trochanteric fracture during an open reduction internal fixation surgery. During blade insertion, the surgeon felt strong resistance and decided to extract the blade. It took fifteen (15) minutes to remove the blade. The surgeon could insert the blade successfully on the second attempt. There was a less than a thirty (30) minute surgical delay. There was no adverse consequence to the patient. Concomitant medical products reported: unknown insertion handle (part# unknown, lot# unknown, quantity 1), unknown aiming arm (part# unknown, lot# unknown, quantity 1), unknown blade impactor (part# unknown, lot# unknown, quantity 1), this report is for one (1) unknown - nail head elements: pfna blade. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: insertion handle (part# 03.010.405, lot# unknown, quantity 1), aiming arm (part# 03.010.406, lot# unknown, quantity 1), unknown blade impactor (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.